Manufacturer narrative:
Additional information received clarified that the ins related to this event was actually a different device that was implanted on (B)(6) 2007. Given this new information, the eri message and the battery going dead are expected and consistent with normal battery life. Therefore, there was no malfunction.

Event description:
Additional information received from the patient reported that device that was removed in (B)(6) 2016 was the first stimulator he ever had implanted and he still had the device that had been implanted in 2008. The device was replaced due to eri and the battery had gone dead. The patient did not have pain.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient saw the elective replacement indicator (eri) screen. This occurred on (B)(6) 2015. No patient symptoms were reported. The patient later reported that they had notified their managing physician about the eri. The patient did not experience any symptoms related to the eri. The eri issue had not been resolved.